Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported issues with infusion sets as tubing detached at the quick release. The patient was sleeping when the tubing snapped as the pump fell off. The set was inserted in the buttocks and the pump was worn on the waist. Reportedly, the infusions were stored in the kitchen cupboard. Within the last year, ten infusion sets had detached and detachment was noticed when blood glucose level increased. No further information available.